Event description:
A patient underwent an embolization procedure on (B)(6) 2014. The first device used, detached from the delivery system normally. However, the user felt it had to be turned more than normal to detach. The second device was difficult to detach. The user stated it was turned at least 50 times. The delivery system was wedged against the vessel wall and pulled. Brute force was able to detach the device from the delivery system. The wire (delivery wire attached to the retracta) used during placement of the second device broke into two pieces during the detachment of the device. When the delivery system was removed, the two wire pieces were also removed successfully within the system, but the wire was unraveled. (1820334-2014-00325). Wire guide was removed along with the delivery system as it was within the delivery system. According to the initial reporter, the patient did not experience and adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The customer returned one used and damaged delivery wire which was separated into two pieces. After decontamination, the distal end of the separated delivery wire was misplaced. The returned delivery wire was inspected. Measurement from the proximal solder joint to the distal end of the mandril indicated that the delivery wire fractured at the distal solder joint. Inspection revealed that the proximal and distal coil of the delivery wire remained connected to the distal solder joint. Inspection also revealed coil to be stretched and separated. It is likely that the mandril of the delivery wire fractured from the distal solder joint first, followed by the stretching and separation of the proximal coil when the user turned the device almost 50 times as reported in the description of events. The product is shipped with instructions for use which provides the warnings, precautions, and instructions for use. Per quality engineering risk assessment, additional risk mitigating action is recommended. A CAPA has been opened for this failure mode. Without being able to physically inspect the distal solder joint and distal end of the device, we are unable to determine with certainty a root cause for this failure. However, it is possible that the device was exposed to tensile and/or torque forces beyond its intended design during detachment. No portion of the device remained in the patient. We have notified the proper internal personnel and will continue to monitor for similar complaints.